Event description:
On (B)(6) 2012 baxter product surveillance followed up with the peritoneal dialysis (pd) nurse regarding an unrelated issue. The nurse reported the patient's pd catheter was permanently discontinued due to peritonitis. The patient is on hemodialysis. The cause of the peritonitis was unknown. The patient was hospitalized for peritonitis from (B)(6) 2012. Treatment included unknown antibiotics (dose, frequency, and route also unknown). The pd nurse reported the patient has recovered from this event of peritonitis. No further information is available due to no access of hospital records.

Manufacturer narrative:
(B)(4). The reported problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The direction insert and labeling were reviewed and both contain adequate instructions for use and warning statements. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis event (report 1 was submitted in report #1416980-2012-03157). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. An internal investigation is currently under way, however has not yet been completed. Once the investigation is complete, a follow up report will be submitted.